Manufacturer narrative:
H10: one (1) actual device and three (3) companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional tests including pressure test and clear passage test were performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an one-link non-dehp microbore catheter extension set leaked at the luer connector site. This was identified when the set was attached to the patient¿s peripheral intravenous (IV) catheter in their arm. A blood leak of 1-2ml was noted. The set was replaced to continue treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.